Event description:
A healthcare worker experienced white spots on the tips of their index finger and thumb and the bottom of their left hand after opening a peel pouch from a load after a completed cycle. The pouch from a load after a completed cycle. The pouch was noted to feel sticky. The worker did not seek medical attention and the symptoms resolved within one day. The vaporizer plate was in place.